Event description:
On (B)(6) 2014, the patient was implanted with the gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that images taken on an unknown date from a routine follow up visit, revealed a distal type I endoleak specific to the contralateral leg endoprosthesis. A reintervention was performed on (B)(6) 2014 whereby the physician implanted an iliac extender component, resolving the endoleak. There were no patient anatomy anomalies reported and there was no aneurysm sac enlargement. The patient tolerated the procedure.

Manufacturer narrative:
Patient medications: aspirin 81 mg, atenolol 25 mg, brimonide 0.1% soln, calcium + vit d 600-400 mg, cosopt, fish oil 1000 mg, xalantan 1 drop both eyes nightly, leuprolide 45 mg inj q 6 months, multivitamin po daily, omeprazole 20 mg, paroxetine 10 mg, simvastatin 80 mg, temazepam 15 mg. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.